Manufacturer narrative:
Product identifier is unknown, hence 510k# is not available. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using a driver for removing a set screw. It was reported that the tip of driver broke during attempted set screw removal. There was no fragment of the instrument remaining in the patient's body. There were no patient symptoms or complications as a result of the event. The product was used in the operating field, and it was used on the patient in order to remove the implants. The pre-op diagnosis was screws loosened from previous construct. The screws explanted were mdt products. There were no levels implanted, as this was a revision surgery, and implants were being removed. There was no treatment or additional surgery performed as a result of this event. No further complications were reported/ anticipated.